Event description:
It was reported that there was no coupling bars. The patient was just implanted last week and still had gauze over the incision. A manufacturing representative (rep) performed an antenna locate feature and got a range of 44-48 and they suspected swelling. It was also noted that the implantable neurostimulator (ins) battery was currently discharged. It was later reported that a week after having the ins put in, the ins flipped and tore inside the pocket. A couple of weeks later she had surgery and they fixed the flipped device.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead; product ID 3778-60, serial# (B)(4), product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).